Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain"), device breakage ("placed then cut out a partial piece of the essure.") And genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced fatigue ("fatigue"). In november 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("severe back pain"), flank pain ("flank pain"), dysmenorrhoea ("dysmenorrhea"), bladder disorder ("bladder problems/changes") and urinary tract disorder ("urinary problems/changes"). In december 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal distension ("lower abdominal bloating"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In january 2013, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), procedural pain ("painful post-operative recovery"), fallopian tube spasm ("other fallopian tube kept having spasms"), malaise ("general sickness"), complication of device insertion ("they iserted the essure they could only get one in one of my fallopian tubes.") And depressed mood ("feeling a bit discouraged"). The patient was treated with surgery (underwent a hysterectomy to remove the essure devices) and surgery (underwent a hysterectomy to remove the essure devices). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, back pain, abdominal pain lower and procedural pain was resolving, the device breakage, flank pain, fallopian tube spasm, bladder disorder, urinary tract disorder, fatigue, malaise, migraine, headache, nausea, weight increased, complication of device insertion and depressed mood outcome was unknown and the genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal distension, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, bladder disorder, complication of device insertion, depressed mood, device breakage, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, flank pain, genital haemorrhage, headache, malaise, menorrhagia, migraine, nausea, pelvic pain, procedural pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: following the removal surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms are mostly resolved. Current weight: 154 lbs. Discrepancy in date of birth. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Hysterosalpingogram - in january 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: fallopian tube spasms, device breakage and complication of device insertion, depressed mood. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of ptc incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("severe back pain"), bladder disorder ("bladder problems/changes"), urinary tract disorder ("urinary problems/changes"), dysmenorrhoea ("dysmenorrhea") and flank pain ("flank pain"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("lower abdominal bloating"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), procedural pain ("painful post-operative recovery") and malaise ("general sickness"). The patient was treated with surgery (underwent a hysterectomy to remove the essure devices). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, back pain, abdominal pain lower and procedural pain was resolving, the genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal distension and vaginal discharge had resolved and the bladder disorder, urinary tract disorder, fatigue, flank pain, malaise, migraine, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, flank pain, headache, malaise, menorrhagia, migraine, nausea, pelvic pain, procedural pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: following the removal surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms are mostly resolved. Current weight: 154 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet received. New reporters added. Patient demographic information and patient relevant history added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), abnormal bleeding , bladder problems/changes, urinary problems/changes, dysmenorrhea, painful sexual intercourse), fatigue, flank pain, lower abdominal bloating, general sickness, migraines, headaches, nausea, vaginal discharge and weight gain added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain"), device breakage ("placed then cut out a partial piece of the essure.") And genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. In 2012, the patient experienced fatigue ("fatigue"). In november 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("severe back pain"), flank pain ("flank pain"), dysmenorrhoea ("dysmenorrhea"), bladder disorder ("bladder problems/changes") and urinary tract disorder ("urinary problems/changes"). On 16-nov-2012, the patient had essure inserted. In december 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal distension ("lower abdominal bloating"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In january 2013, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), procedural pain ("painful post-operative recovery"), fallopian tube spasm ("other fallopian tube kept having spasms"), malaise ("general sickness"), complication of device insertion ("they iserted the essure they could only get one in one of my fallopian tubes.") And depressed mood ("feeling a bit discouraged"). The patient was treated with surgery (underwent a hysterectomy to remove the essure devices). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, back pain, abdominal pain lower and procedural pain was resolving, the device breakage, flank pain, fallopian tube spasm, bladder disorder, urinary tract disorder, fatigue, malaise, migraine, headache, nausea, weight increased, complication of device insertion and depressed mood outcome was unknown and the genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal distension, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, bladder disorder, complication of device insertion, depressed mood, device breakage, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, flank pain, genital haemorrhage, headache, malaise, menorrhagia, migraine, nausea, pelvic pain, procedural pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: following the removal surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms are mostly resolved. Current weight: 154 lbs. Discrepancy in date of birth. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Hysterosalpingogram - in january 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: fallopian tube spasms, device breakage and complication of device insertion, depressed mood. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of ptc. (Product technical complaint). Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain"), genital haemorrhage ("abnormal bleeding") and device breakage ("placed then cut out a partial piece of the essure.") In an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. In 2012, the patient experienced fatigue ("fatigue"). In november 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("severe back pain"), flank pain ("flank pain"), dysmenorrhoea ("dysmenorrhea"), bladder disorder ("bladder problems/changes") and urinary tract disorder ("urinary problems/changes"). On (B)(6) 2012, the patient had essure inserted. In december 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal distension ("lower abdominal bloating"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In 2013, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), procedural pain ("painful post-operative recovery"), fallopian tube spasm ("other fallopian tube kept having spasms"), malaise ("general sickness"), complication of device insertion ("they inserted the essure they could only get one in one of my fallopian tubes.") And depressed mood ("feeling a bit discouraged"). The patient was treated with surgery (underwent a hysterectomy to remove the essure devices). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, back pain, abdominal pain lower and procedural pain was resolving, the genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal distension, dyspareunia and vaginal discharge had resolved and the device breakage, flank pain, fallopian tube spasm, bladder disorder, urinary tract disorder, fatigue, malaise, migraine, headache, nausea, weight increased, complication of device insertion and depressed mood outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, bladder disorder, complication of device insertion, depressed mood, device breakage, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, flank pain, genital haemorrhage, headache, malaise, menorrhagia, migraine, nausea, pelvic pain, procedural pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: following the removal surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms are mostly resolved. Current weight: 154 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Hysterosalpingogram - in january 2013: total bilateral occlusion concerning the injuries reported in this case, the following one/ones were reported via social media: fallopian tube spasms, device breakage and complication of device insertion, depressed mood. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter's information was added. Events added: fallopian tube spasms, device breakage and complication of device insertion, depressed mood. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("severe back pain"), abdominal pain lower ("cramping") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a hysterectomy to remove the essure devices). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, back pain, abdominal pain lower and procedural pain was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, pelvic pain and procedural pain to be related to essure. The reporter commented: following the removal surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms are mostly resolved. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.